Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was cystocele, rectocele, stress urinary incontinence, and menorrhagia. The procedure performed was an anterior mesh, posterior mesh, mesh transobturator tape, d<(>&<)>c, hysteroscopy, cystoscopy, and perineoplasty. The patient underwent an additional procedure approximately 7 years and 9 months post op for pelvic organ prolapse with menorrhagia, fibroid, and history of vaginal mesh. The procedure performed was a total vaginal hysterectomy with lso, ap repair with acell, sacrospinous ligament fixation, obtryx sling, and cystoscopy.